Event description:
It was reported the insulin pump alarmed motor error during rewind. Customer's blood glucose was normal. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor anomaly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.